Event description:
It was reported that customer pump screen was broken, causing touchscreen to remain black even though pump started when plugged in. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent.